Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that stimulation was no longer effective. The ventricular amplitude was programmed to 1.5v which was not sufficient.